Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina, myocardial infarction, and occlusion are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to chest pain and was diagnosed with coronary heart disease and acute inferior wall myocardial infarction. Coronary angiography noted 80-90% stenosis in the right coronary artery (rca) and a 3.5 x 18 mm xience xpedition stent was implanted. A 2.75 x 28 mm multilink vision stent, previously implanted in the mid cx, was noted to be patent. In (B)(6) 2016, the patient was re-hospitalized with complaints of chest pain and was diagnosed with myocardial infarction. Coronary angiography noted the implanted stent was occluded. Medication was administered to treat the stent occlusion. No additional intervention was performed. No additional information was provided.